Event description:
A consumer reported that after wearing trial contact lenses for one day and then storing them in solution, she inserted them in the evening of the next day and after 3 hours, the lenses had to be removed because both eyes were red and watering. During the night, the consumer experienced pain and her eyes were swollen and watering. Per the consumer, there was a rapid decrease of visual power and her eyes were very sensitive to light. The consumer went to the hospital the next morning where an examination revealed that she had a toxic reaction to the product. The attending physician treated her with medication (unspecified). Per the consumer examination in 2008 revealed that there was corneal damage to the right eye and visual power was still decreased. On the following month, the consumer stated that she had an appointment with her ophthalmologist. Per the consumer, her visual acuity issues have abated, but she still sees less and the cornea of her right eye is still affected. The ophthalmologist indicated full vision would be restored when the cornea was completely healed. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the complaint device associated with this report has not been received for eval. Batch records were reviewed and no deviations were identified. The chemistry and microbiology test results were reviewed and found to be acceptable. No similar reports for lot 140379f. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when add'l reportable info becomes available. Add'l info was requested on 08/08/2008, 08/13/2008, 08/14/2008 and 08/18/2008. Add'l info was received on 08/19/2008.